Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a device used for spinal therapy. It was reported that the tip of the pivox shaft broke during insertion. No patient symptoms or further complications were reported regarding the event. Update : pre-op diagnosis : ddd procedure involved : olif with pivox levels implanted : l3-5 there is no fragment left in the patient. The product came in contact with the patient. The patient outcome is good.